Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose reading over 500 mg/dl. The customer stated that he has changed out his infusion set the day prior to call and still could not bring the blood glucose down. Customer's blood glucose value was 580 mg/dl at the time of incident. Customer treated with insulin pump. Customer's current blood glucose was 535 mg/dl. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The insulin pump passed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Insulin pump is not expected to return for analysis.